Manufacturer narrative:
The hydrus microstent presumably remains in-situ and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Additional information has been requested and a supplemental report will be filed if new information is received. Pain and inflammation are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A female patient underwent hydrus microstent implantation in the right eye in (B)(6) 2022 (exact date unknown). In (B)(6) 2022 (exact date unknown) the patient underwent implantation of a hydrus microstent in the left eye. She reports experiencing bilateral inflammation and a ¿pinchy¿ and ¿achy¿ sensation. Her surgeon prescribed a corticosteroid three times a day for the inflammation. Additional information has been requested.